Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and requested a quote to replace suspect parts and indicated the product will not be returning to zoll.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.